Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient went to the emergency room (ER) on (B)(6) 2024 and duration was 3 hours. The infusion set cannula were bent due to which patient experienced high blood glucose and occlusion. The blood glucose level of the patient was 368 mg/dl aand patient tried to resolve with multiple dose injection (mdi) . In the emergency room (ER) treatment provided as IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.